Event description:
It was reported that in the anesthesia room, the md was not able to advance the catheter over the swg due to resistance. As a result, a new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4).